Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00808 and 2134265-2016-00840. It was reported that automatic pullback failure occurred. During a procedure, a motor drive unit 5 plus was used in conjunction with an unknown catheter and unknown sled. However, the mdu 5+ stopped during an automatic pullback. The sled was replaced but the issue was not resolved. Manual pullback was performed to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-00808 and 2134265-2016-00840. It was reported that automatic pullback failure occurred. During a procedure, a motor drive unit 5 plus was used in conjunction with an unknown catheter and unknown sled. However, the mdu 5+ stopped during an automatic pullback. The sled was replaced but the issue was not resolved. Manual pullback was performed to complete the procedure. No patient complications reported.